Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the cable between the positioning sensor unit (psu) and polaris spectra system control unit (scu) was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable was received by the manufacturer for evaluation. It was reported that the cable jacket had a small cut in it exposing the shield wire. No bare conductors were exposed and the cable passed functional testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the camera for the navigation system was cycling and that a "localizer not connected" message appeared within the application software. The representative reported that the issue occurred in the hallway while powering on the navigation system. The representative reported that no error were found with the software during troubleshooting and the cycling did not occur after a few minutes waiting. No additional information was provided. There was no patient present when this issue was identified.